Manufacturer narrative:
The product analysis indicates that the patient interface arrived with a broken cable clip and the stim 1 channel was not working due to a blown fuse. The fuses, cable clip, and worn wave washer were replaced. The patient interface was tested and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative, the patient interface was not working. A replacement device was used to complete the case. The patient interface was later attached to another nim system and still did not work. There was no patient impact.